Manufacturer narrative:
The customer informed bec customer technical support (cts) on (B)(4) 2012 they discovered the bottom of the peristaltic pump tubing (waste tubing) to be worn out. The customer replaced the tubing with a new one to resolve this issue and they have not had any further issues. Service was not dispatched as the customer corrected this issue. Failure mode: worn peristaltic waste pump tubing. Per product labeling: warnings and precautions: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reported that the coulter act diff analyzer is down and an undetermined leak appears to be under the instrument, which appeared to be not contained. There was no direct biohazard exposure to mucous membranes or open wounds. The operator was wearing gloves and a lab coat at the time the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. No erroneous patient results were generated.